Event description:
It was reported that a patient with a medtronic, inc. Implantable pulse generator (ipg) had an infection and passed away. No additional details are known.

Manufacturer narrative:
All information provided is included in this report. Patient and device information is not known. Without a lot number or device serial number, the manufacturing date cannot be determined. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Correction: the following information was inadvertently left off of the initial medwatch report: the date of the event is unknown. The date of event entered is the date a medtronic employee became aware of the event and is the best estimate. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.